Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a separation of the distal bend relief requiring a clamshell repair was confirmed through an onsite evaluation performed by an abbott technical services representative. Additionally, the report of a separation of the distal bend relief was confirmed via photograph. A clamshell repair was successfully performed on (B)(6) 2019 under the work order (see attached). The patient remains ongoing on heartmate ii lvas, serial number (B)(4). The separation of the driveline's silicone sleeve was previously investigated and it was determined that sufficient side loading applied on the silicone sleeve while it is connected to the system controller can contribute to the separation of the sleeve from the nipple of the metal connector. It was determined that this separation is a design-related issue and it has been addressed by car #(B)(4). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b5: additional information.

Event description:
Additional information received (B)(6) 2019: it was reported the patient was not symptomatic and pump function was not affected by the cosmetic damage. Clamshell repair was performed on (B)(6) 2019.

Manufacturer narrative:
Approximate age of device- 5 years, 7 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported the vad coordinator noted the silastic portion of the percutaneous lead (driveline) disconnected from the metal hub of driveline connector port. Engineers were consulted. It was confirmed the patient needed a clamshell repair.